Event description:
Reporter indicated that vns patient developed an infection at the generator site post-implant. The pt was hospitalized for IV antibiotic therapy. Review of manufacturing records for the pulse generator confirmed sterilization of the device. Both pre-operative and intraoperative antibiotics were utilized during the initial implant procedure along with a post-operative course of antibiotics. The ncp system tunneling tool was used during the initial implant surgery, but it is not known whether it was used as a single-use-only device. It is not known whether the patient had undergone any surgical or dental procedures or invasive monitoring three months pre-implant or anythime shortly after implant. The patient is not implanted with any other devices. The infection has reportedly resolved, however, the patient continues IV antibiotic therapy.